Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text: device not returned yet.

Event description:
Device did not flash green after initial insertion of pad-pak. No patient involved.

Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat¿ from heartsine technologies on the (B)(6) 2018. The device was returned for ¿red status led¿. There were no self-test failures recorded in the history log, which is the normal condition for the status indicator to flash red. There was a log entry of nonsensical data recorded after an attempted pad-pak installation on the (B)(6) 2018. The device performed to specification throughout the investigation. The led drive circuity, battery monitoring circuity and the returned pad-pak were scrutinised, no measurable faults were found. Furthermore, the device was temperature cycled between 0-50°c for 48 hours while performing a self-test every 20 minutes. Additional stress testing was carried out at 50°c 95%rh for a further 48 hours while performing a self-test every 20 minutes. This equates to approximately 5.5 years of normal use without fault. The reported issue may have therefore been due to an incorrectly seated pad-pak. The red status led would have been cleared when the pad-pak was reinserted into the device correctly. This would also account for the log entry of nonsensical data recorded in the history log due to the device not completing the auto self-test. This scenario was replicated during the investigation. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
Device did not flash green after initial insertion of pad-pak. No patient involved.